Manufacturer narrative:
(B)(4). Batch # r58m2w. Investigation summary ==> the analysis found that one plee60a device was returned with no apparent damage and with a gst60t cartridge loaded on the device. The cartridge was received partially fired 1/16 with the pan partially detached form the proximal end. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during a sleeve gastrectomy procedure that the device mis-fired. Unsure as to if staples were deployed or not. Another like device was used to complete the procedure. There were no adverse consequences for the patient.